Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an open xiphoidal incision. Additional information received from the field representative indicates that there was no allegation of erosion or dehiscence. The patient was checked prior to device interrogation and no allergic reaction was confirmed. The system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an open xiphoidal incision . Additional information received from the field representative indicates that there was no allegation of erosion or dehiscence. The patient was checked prior to device interrogation and no allergic reaction was confirmed. The system was subsequently explanted. No additional adverse patient effects were reported.